Event description:
On 25th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated and confirmed by photographic evidence that cover plate was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name: (B)(6).

Manufacturer narrative:
The initial reporter was getinge technician. The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated and confirmed by photographic evidence that cover plate was cracked with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, defective parts were replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to broken holding plate which could be considered as technical deficiencies, and in this way the device contributed to the event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. The issue was detected by getinge technician during performing the maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue cracked cover with missing particles on powerled and hled surgical lights, there is none events which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for detached cover or its particles is moderate. As stated by the subject matter expert at the manufacturing site, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The holding plate damages are due to impacts, collisions (abnormal use) or the spacer has been forgotten during assembly or a maintenance (stressed by screw). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the impacts, it is recommended to perform corrective maintenance to rectify the default after its detection. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).